Manufacturer narrative:
The lot number provided could not be confirmed as valid. Therefore, no manufacturing or expiration date have been provided.

Event description:
It was reported that a revision knee surgery was performed due to loosening of the implant.

Manufacturer narrative:
The associated devices were returned for evaluation. Signs of wear and discoloration were visible on the articulating surface of the polyethylene insert; furthermore, impingement where the interior of the femoral condyles would articulate and plastic deformation on the posterior section of the lateral condyle was noted. The posterior of the medial condyle and the bridge of the insert were damaged to a lesser extent. Abrasion and scratches were observed on the non-articulating surface of the insert, and the anterior locking mechanism was damaged. The damage to the locking mechanism may have occurred during revision. The tibial baseplate had burnishing and some scratches on the articulating surface, and some scratches on the post and non-articulating surface. It was unclear whether the scratches were caused during implantation or revision. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. A review of three year complaint history did not reveal any complaints for this device/failure mode. Based on the analysis and the evidence provided, the exact cause of failure could not be determined. No additional actions are being taken at this time.